Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with tests results from results obtained of hi and high results obtained of 258, 314, 274, 290 and 269 mg/dl. The customer did not know her expected blood glucose test result range. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on 04/17/2019, due to the result of hi and symptoms of feeling woozy and lightheaded, her husband had driven her to the hospital. The customer's blood glucose test result when at the hospital was over 500 mg/dl fasting (customer did not remember the exact result). The diagnosis was high blood glucose and customer was given three IV bags, a shot of insulin and a shot of potassium. The customer was discharged the same day with a blood glucose test result of 369 mg/dl fasting. No new medication was given to customer. Customer continued to use the meter. During the call on (B)(6) 20192019, a back to back blood test was performed by the customer non-fasting and produced test results of 238 mg/dl and 266 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 258 mg/dl, date: (B)(6) 2019, time: 6:38 am, fasting. Result 2: 314 mg/dl, date: (B)(6) 2019, time: 6:01 am, fasting. Result 3: 274 mg/dl, date: (B)(6) 2019, time: 6:00 am, fasting. Result 4: 290 mg/dl, date: (B)(6) 2019, time: 5:59 am, fasting. Result 5: 269 mg/dl, date: (B)(6) 2019, time: 4:54 pm, fasting. Result 6: hi, date: (B)(6) 2019, time: 3:08 pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method and conclusion codes h10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report #(B)(4). Returned meter evaluated with no defect found. Incorrect test strips returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned meter evaluated with no defect found. Incorrect test strips returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high and hi blood glucose test results. The customer is concerned with tests results from results obtained of hi and high results obtained of 258, 314, 274, 290 and 269 mg/dl. The customer did not know her expected blood glucose test result range. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2019, due to the result of hi and symptoms of feeling woozy and lightheaded, her husband had driven her to the hospital. The customer's blood glucose test result when at the hospital was over 500 mg/dl fasting (customer did not remember the exact result). The diagnosis was high blood glucose and customer was given three IV bags, a shot of insulin and a shot of potassium. The customer was discharged the same day with a blood glucose test result of 369 mg/dl fasting. No new medication was given to customer. Customer continued to use the meter. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 238 mg/dl and 266 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/27/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).